Event description:
On (B)(6) 2018, dr (B)(6), (B)(6), recommended co2 re laser procedure to treat vaginal atrophy, causing pain with intercourse, utis difficult urinating. Claimed it was safe, effective FDA approved. After 3 painful treatments ((B)(6) 2018, (B)(6) 2019, (B)(6) 2019) requiring extensive anesthetics, problems worsened, with bleeding, scarring, excruciating pain with intercourse leading to extensive problems in my relationship, severe stress, and depression; (B)(6) 2018 premarin was prescribed to aid healing, which did not help. She wanted me to continue treatment promising improvement (B)(6) 2019, I received a "complimentary" laser treatment with the o-shot an add'l (B)(6). No improvement, next recommendation was bio te treatments. I declined. My new ob/gyn, dr (B)(6) said these procedures were not FDA approved and upon examination found that vaginal atrophy was still present. Premarin to help with soreness and healing. Unfortunately, the cost is so high I cannot afford it. To date, I am still in pain, and so sore, intercourse is barely tolerable, with bleeding, burning, and extreme soreness following. As mentioned previously this continues to have a devastating effect on my relationship and well-being. FDA safety report ID# (B)(4).